Event description:
The healthcare professional reported that during a mechanical thrombectomy procedure targeting an occlusion in the internal carotid artery (ica) to treat a cerebral infarction, after the 95cm emboguard 87 balloon guide catheter (bgc) (bg8795u / 9470104) was advanced to the origin of the ica with the angiographic catheter and a radifocus® guidewire (terumo), the emboguard became kinked and was replaced with another bgc from a different manufacturer and the procedure was successfully completed. It was not known if a continuous flush was maintained. It was also reported that ¿the senior physician commented that the younger physician who was responsible for the procedure did not recognize that the catheter placement should be performed after advancing a little further distally, which led to the kink. The microcatheter was not used when the kinked occurred.¿ there was no negative impact to the patient.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). A review of the manufacturing documentation associated with this lot (9470104) is in process. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the completed review of the manufacturing documentation associated with the lot 9470104. Based on complaint information, the device is not available to be returned for analysis. A review of manufacturing documentation associated with this lot (9470104) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the limited information available and without the product available for analysis, the reported issue documented in the complaint could not be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and / or device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered later. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.